Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during the analysis. Crease/folding of implant: observed creases on the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Physician reported right implant rupture. Device has been explanted and replaced.

Event description:
Physician reported, right implant rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.